Manufacturer narrative:
The complaint of leaking distal to the luer adaptor on the 6.6 fr s/l broviac catheter was confirmed, and the cause appears to be use related. Brown residual material resided along the length of the sample. Small tears were seen around the circumference, approx .1" - .4" distal to the luer adaptor. The compression surface of the occlusion clamp is void of any burrs or sharp edges that might result in a puncture of the tubing. The text proximal to the 'clamp here' zone on the clamping over-sleeve appeared worn. This characteristic is indicative of the clamping mechanism being used outside of the 'clamp here' zone, which is the result of the failure mode. A 12 cc syringe was filled with water and attached to the white luer adaptor. When the syringe plunger was pushed, the broviac catheter was patent to infusion. When the broviac catheter was undergoing a pressurized test, water emanated from small tears in the catheter distal to the luer adaptor. There were 8 pin hole tears and 5 small slits in the circumference of the strengthening sheath just distal to the luer adaptor. Tactile eval was unremarkable. Microscopic examination was performed on the tears distal to the luer adaptor. No mfg defects were observed with the returned sample. This complaint was likely to be caused by the occlusion clamp being activated distal to the luer adaptor, where the clamping over-sleeve becomes crimped between the reinforced luer adaptor and the clamp. The IFU advises "use only smooth-edged clamps. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector." A lot history review (lhr) of huuj1661, showed no other similar prod complaint(s) from this lot number.

Event description:
Approx 30 days after placement, pt came in with a crack at the bifurcation that leaked. Line was removed without further complications.